Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 68mm ruptured abdominal aneurysm. It was reported that during the index procedure, the bifurcate stent graft system was implanted and the proximal neck was then ballooned. The physician stated the neck was angulated and bulbous. The final angiogram showed a type I endoleak and it appeared the contrast was not getting into the sac the physician then ballooned the graft again using the kissing balloon technique. Another angiogram showed the type I endoleak was still present, without contrast getting into the sac. As per the physician the cause of the event was anatomy. The proximal neck diameters were approximately 35-37mm then tapered to approximately to 32. No additional clinical sequelae were provided and the patient will be monitored.